Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: pn 875305201 ln 63089738 shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners pn 811400210 ln 63085372 femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-01411 & 2648920-2017-00140).

Event description:
Patient underwent right hip revision procedure 22 days post-implantation due to dislocation. All components were revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00289.